Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 long nail revision surgery, the surgeon placed the u-lag screw into the patient bone. When the surgeon checked x-ray image, that foreign material could been seen on the x-ray. Therefore the surgeon tried to remove the u-lag screw. When the surgeon tried to use the u-lag screw driver, it turned out that the tip of driver has broken. The surgeon removed the u-lag screw and foreign material(tip of driver) using another device set. The operation was completed using standard lag screw.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the u-blade lag screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The teeth deformations indicate that the screwdriver was not completely inserted into the lag screw profile during lag screw insertion. Therefore the inner rod was also not inserted completely. Due to the incorrect insertion bending and torsion forces were applied to the teeth and threaded tip; finally the teeth broke and the threaded tip got deformed due to overload. The case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During g3 long nail revision surgery, the surgeon placed the u-lag screw into the patient bone. When the surgeon checked x-ray image, that foreign material could been seen on the x-ray. Therefore the surgeon tried to remove the u-lag screw. When the surgeon tried to use the u-lag screw driver, it turned out that the tip of driver has broken. The surgeon removed the u-lag screw and foreign material(tip of driver) using another device set. The operation was completed using standard lag screw.